Event description:
Baxter prismax crrt machine had foam in the deaeration chamber resulting in machine malfunction. Tech/ representative for crrt company was called and was unable to provide assistance. Machine had been primed with three liters of fluid. Incident resulted in loss of blood in the filter as bed side registered nurse was unable to return blood to patient. Estimated blood loss was 230ml. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Baxter prismax crrt machine had foam in the deaeration chamber resulting in machine malfunction. Tech/ representative for crrt company was called and was unable to provide assistance. Machine had been primed with three liters of fluid. Incident resulted in loss of blood in the filter as bed side registered nurse was unable to return blood to patient. Estimated blood loss was 230ml. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Baxter prismax crrt machine had foam in the deaeration chamber resulting in machine malfunction. Tech/ representative for crrt company was called and was unable to provide assistance. Machine had been primed with three liters of fluid. Incident resulted in loss of blood in the filter as bed side registered nurse was unable to return blood to patient. Estimated blood loss was 230ml. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter) mayo clinic in arizona has been working closely with baxter for over two and a half years in an attempt to identify the problems and fix the problems.